Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult or delayed positioning. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult or delayed positioning and arrhythmia appear to be related to procedural conditions (interaction with septal wall during procedure, pre-existing condition of left bundle branch block). The reported patient effect of arrhythmia, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation with a grade of 5. An xtw clip was inserted and advanced into the right ventricle. It was noted that the patient went asystole and required a temporary pacemaker. It was believed that were was an interaction with the septal wall. The clip was then implanted, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation with a grade of 5. An xtw clip was inserted and advanced into the right ventricle. It was noted that the patient went asystole and required a temporary pacemaker. It was believed that were was an interaction with the septal wall. The clip was then implanted, reducing tr to a grade of 2. There was no clinically significant delay in the procedure.